Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 320 units of insulin. The customer had not tested blood glucose level at the time of the call. During a follow-up call, the customer reported loading a new cartridge and received an accurate fill estimate.